Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# 801803603/ femoral head/ lot # 61287041. Item# 00620006022/ shell/ lot # 60986884. Item # 00630506036/ liner/lot # 61281107. Item #6250-65-20 lot 61249391 bone screw 6.5x20mm. Item # 6250-65-25 lot 60847415 bone screw 6.5x25mm. Item #00771101200 lot#61235576 femoral stem. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2019 -00881, 0001822565 -2021 -03051, 0001822565 -2019 -05156.

Event description:
It was reported the patient underwent right hip revision surgery 10 years post implantation due to elevated metal ions, and clinical evidence of bilateral mechanically assisted crevice corrosion. During the revision pseudocapsule, heterotopic ossification, polyethylene wear, metal debris, bone necrosis, component not engaged and blackening trunnion and femoral components were noted. The head, liner and locking ring were exchanged without complication. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed . Subsequently, the patient was revised due to elevated metal ions. During the revision, ho was identified in the gluteus medius, as well as polyethylene wear and oxidation. Additionally, the pseudocapsule appeared necrotic. The head was well fixed to the stem, and once removed discoloration and debris was encountered. The femur and acetabular components were well fixed, but the locking ring was found in an open position and not mobile. The head, liner, and locking ring, and 2 screws were explanted, and a new zimmer head, liner, and locking ring were implanted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.